Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The drive support was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
Customer's fiance reported via phone call that the customer went to the emergency room for diabetic ketoacidosis due to high blood glucose of 526 mg/dl. Customer was unsure if the drive support cap was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.